Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was an unclear image.

Manufacturer narrative:
Alleged failure: foggy image. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. The camera head is in good condition and functions according to specifications. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was an unclear image.